Manufacturer narrative:
Getinge became aware of an issue with one of our surgical lights. As it was stated; during the maintenance of the device it has been found that the comfort bar of the device had torn off. No further information has been provided, however we decided to report this case in abundance of caution as any breakage of comfort bar could led to the detachment of the device, and further to serious injury. It was established that when the event occurred, the surgical light did not meet its specification and it contributed to the event. At the time when the event occurred the device was not being used for the patient treatment. Such failure is considered by the subject matter experts at the manufacturer, to typically be a result of a violent rotation of the fork light head - and such situation is not considered to correspond to a normal use. The double fork stop rotation of this light is the former generation, the latest one is more resistant whatever the handle condition (modification e131205). There have been no reports or indications of any particles falling of the device regarding this incident or issue. We believe that currently and overall, the related devices are performing correctly in the market with regards to the reported issue.

Event description:
Manufacturer's reference number (B)(4).

Manufacturer narrative:
Additional information will be provided upon results of investigation. Device not returned to manufacturer.

Event description:
On 24th of august 2020 getinge became aware of an issue with one of our surgical light. As it was stated during the maintenance of the device it has been found that comfort bar of the device torn off. No further information has been provided, however we decided to report this case based on potential and in abundance of caution as any breakage of comfort bar could led to the detachment of the device and further to serious injury. Manufacturer's reference number (B)(4).

Event description:
Manufacturer's reference number (B)(4).

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation.